Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. With the available information, bsc determined that the bd error was due to a temporary drop in battery longevity secondary to an ablation procedure performed without programming therapy off. Instead a magnet was applied which resulted in temporary battery drain and then bd error. The battery has since recovered.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a remaining longevity of 16% after only 8 months of implant time. It was noted a magnet had been applied to the device for 48 hours. Technical services reviewed the available device data and found a battery depletion (bd) error had been recorded on june 19. Magnet applications were from june 16-18, then the device was interrogated with a programmer on june 22 to clear the bd error code. The battery had recovered and the remaining longevity was now at 92% (down from 93% before the bd error occurred). Further review of the data found the patient received an inappropriate shock on april 28 due to oversensing of atrial flutter. There were many atrial fibrillation (af) episodes stored. The field representative reported the patient underwent an ablation procedure and it was believed a magnet was applied to the device instead of having tachy therapy programmed off. It was reported the patient was fine, the device remains implanted and in service. No adverse patient effects were reported.